Manufacturer narrative:
Corrected.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. Customer is unable to confirm patient involvement at the time of the reported issue. There was no report of harm or injury to the patient or user.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.